Event description:
The customer reported that the monitor was flashing on and off and not giving a full quality image on the screen, making the system temporarily unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.